Event description:
A valiant navion stent graft system was implanted as part of a dissect-n clinical trial for a aortic dissection. It was reported the next day, that the patient was experiencing lower extremity motor deficits. Due to concern for spinal cord ischemia, the  patient was given a fluid bolus, transfused to a hemoglobin goal of 10, and initiated on pressors to achieve maps greater than 100. A lumbar drainage was then emergently placed. Patient recovered after the intervention.  2 days later the patient required pressors in order to keep their blood pressure elevated to increase spinal cord perfusion and an intervention was carried out for endovascular revascularization of the left vertebral artery in order to increase perfusion to the spinal cord by retrieving the non mdt plug and performing a laser fenestration of her tevar to provide direct inline flow to her leftsubclavian artery. During the entire case 20 cc of spinal fluid was drained in total.  The patient was awoken and extubated and was neurologically intact.  The patient was taken to the ICU in stable condition. No cause of the event was given. The site has assessed the event as possibly related to the device and procedure. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.